Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited an alert for high out of range shock impedance measurements. Technical services (ts) reviewed the information available and recommended to continue monitoring. This device remains in service. No adverse patient effects were reported.